Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received motor error alarm. The customer blood glucose level was 400 mg/dl at the time of incident. Customer stated that they was giving himself a bolus but the motor error suddenly appeared customer tried to do the rewind and load process but unable to complete it. The customer was assisted with troubleshooting. The customer stated that insulin pump had not been exposed to high magnetic field. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.